Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced right-sided granuloma and gel bleed postoperatively. The patient had a consultation with a healthcare professional. Mammogram performed on (B)(6) 2020 indicated enlarged lymph nodes in the patient¿s right armpit. On (B)(6) 2020, ultrasound was performed, and the result indicated silicone in several right-sided lymph nodes. At the time of this report, mentor has received no information regarding an expected explantation date. Right-sided gel bleed was not reported from the initial reporter. However, since right-sided granuloma was reported, right-sided gel bleed was suspected and reported at this time. If additional information becomes available in the future, a supplemental report will be submitted. Formation of a granuloma is a common tissue response to the presence of a variety of foreign materials. A silicone granuloma is, by definition, a type of tissue reaction elicited occasionally by silicone. Sometimes silicone travels into the lymph nodes. When silicone gel moves into the lymph nodes, they may become enlarged. When silicone gel moves into lymph nodes or other parts of the body, small hardened lumps of silicone (called silicone granulomas) may be felt.